Manufacturer narrative:
Lot number: this is a summary report for lot numbers sp18c261297227 and sp18d161300710. Three single use devices were received for evaluation. Visual inspection revealed particulate matter on the outside wall of the inner pouch for all three samples. Microscopic inspection revealed that the particulate matter was a fiber. For two units, the size of the particulate matter was found to be within specification for this device (lot# sp18c261297227 and sp18d161300710). The devices were found to be conforming product. For the third sample (lot# sp18d161300710), the size of the particulate matter was found to be out of specification. The reported condition was verified for the third sample. The cause of the condition was not determined. A batch review was conducted for lots sp18c261297227 and sp18d161300710 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that particulate matter was found inside the inner pouch of three vascular probes. For all three events, there was no patient involvement. No additional information is available.